Event description:
The pt fell about a month ago and fractured his hip; the pt was going through medical treatment for the fracture. Following the fall, the pt experienced a loss of therapeutic effect. The pt had more tremors since 2009, especially in his right arm. His left arm normally didn't tremor as much, but was shaking more than usual. The pt was at home. Additional info has been requested, a follow-up report will be sent if additional info becomes available.